Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis symptoms could not be conclusively determined through this investigation. Additionally, the reported driveline damage could not be confirmed based on the provided information. A specific cause for this damage could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable pump events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricular assist system IFU, rev. C, is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that patient had a tear in their driveline that appeared to have some wires exposed but showed no obvious damage to the wires. Rescue tape was applied. The patient's lactate dehydrogenase appeared to be upward trending.

Event description:
It was reported that patient had elevated lactate dehydrogenase and dark urine. Log files were submitted for analysis to assess for evidence of hemolysis. The log file captured the power and flow to be trending up and down. No power spikes above 10 watts were noted. In addition, it was noted that the pump power was routinely in the 8.3-5.1-watt range and flow 3.9-6.6 liters per minute (lpm) range. The ventricular assist device and peripheral equipment are functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient had a lactate dehydrogenase value of 557. The patient was said to be under continuous monitoring and anticoagulation.